Event description:
It was reported that in the ICU, the doctor experienced a lot of resistance both inserting and removing the swg from the patient. After multiple attempts, the doctor was able to remove the swg, still with resistance; however. She noticed that the distal end appeared to be frayed. There was no reported delay, death or complication to the patient as a result of this issue or occurrence.

Manufacturer narrative:
(B)(4).